Event description:
Healthcare professional reported right side ¿capsular contracture baker grade IV, calcified granulated scar tissue, painful, hardening," "breast deformity, seroma". Device has been explanted and replaced.

Manufacturer narrative:
The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade IV.